Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01662 for the delivery system balloon burst, withdrawal difficulty and distal tip separation. The esheath was returned to edwards lifesciences with the delivery system for evaluation. Preliminary pre-decontamination observations related to the complaint device (sheath) found that the 16 f esheath returned, with the sheath is fully expanded and tip is opened. There was minor damage on tip, partially delamination approximately 3 inches from distal tip. The c marker is present. There is curvature noted on the sheath shaft. Additional pre-decontamination observations were performed and found the 16f esheath+ returned had a curvature noticed on sheath shaft, which could be due to packaging. The returned with liner expanded for 7 1/4" from distal relief, found the distal liner torn approx. 3", as well as partial delamination was observed. The sheath soft tip was damaged and opened as designed. The returned device was visually evaluated and found the distal tip was opened as designed with minor damage. There was full delamination circumferentially 3'' from the distal tip. The c-marker is present in the sheath. The liner was expanded 71/4'' from distal strain relief. There was no tear to the liner, only complete delamination. Due to the nature of the complaint, no applicable functional testing or dimensional testing could be performed. The complaint was confirmed through visual examination. The 3mensio report was evaluated, and tortuosity was present in the access vessels. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigation's include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the liner delamination was confirmed based on the visual evaluation of the returned device. Investigation results suggest that procedural factors (altered balloon profiled due to the burst, excessive manipulation) may have contributed to this complaint event. It was reported that ''the delivery system was forcefully removed through the sheath'' and a burst balloon was present. It is like the altered balloon profile caught on the sheath liner, and with a high pull force, the liner delaminated. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
As reported, post deployment, there was difficulty removing the delivery system through the sheath. The device was returned for evaluation and engineering discovered the liner torn on the esheath. Additional pre-deco findings found that it was in fact a complete liner delamination. The delivery system was forcefully removed through the sheath and the tip of the balloon from the delivery system remained in the body. "At this point, we were unaware, but we devised that the balloon had ruptured during deployment and this is what caused the difficulty removing the system." The team attempted to snare the tip of the delivery system but was unsuccessful. The patient was then sent for surgical removal of the remaining tip of the delivery system. The fcs clarified that it is unclear when the balloon ruptured. The aortic annulus has moderate leaflet calcification. Upon withdrawal from the patient, it was observed that the distal tip of the balloon catheter was separated from the delivery system. The spring on the tip of the balloon catheter portion of the delivery system was stretched and uncoiled completely.